Event description:
It was reported that the device reached premature battery depletion. A revision is planned but not yet begun. The device remains in use. No patient complications have been reported as a result of this event.